Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018, the patient presented to the clinic due to feeling dizzy and the lvad system was producing low flow alarms which started that morning. The patient was admitted into the hospital. The vad team felt that this was due to a volume issue. The submitted log files were reviewed by the manufacturer¿s technical services representative and low flow events were observed throughout the duration of the log file. On (B)(6) 2018, the ramp echocardiogram revealed that the left ventricle was dilated and the aortic valve continued to open with each beat. The patient was doing well overall at that time. A computed tomography scan was then performed and showed an obstruction. On (B)(6) 2018, the patient was taken to the operating room and it was found that the gortex that was wrapped around the outflow graft had obstruction in between. Once released, the flows normalized. Nothing was exchanged and the patient is doing well.

Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.